Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The catheter was returned in multiple pieces. The pieces showed signs of torque damage consistent with the event details. The distal tip section of the catheter was severely damaged. It is unknown if the tip had any missing material based on the damage that was found. The most likely root cause for the failure is attributed to user error. The turnpike lp IFU warns; "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury."

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the turnpike lp was over the interventional guidewire and resistance was felt, it became stuck on the wire. The turnpike lp was reported as rotating a "half a dozen times" in each direction and kinked. The wire could not be pulled off as usual and required to be cut. The turnpike lp was removed with the wire, the wire tip broke and removed by a snare.